Event description:
It was reported that patient was having a heart attack and was sent to the emergency room. It was noted that patient was fully checked and deformed to be having an anxiety attack. The patient was having struggle with the anxiety and was prescribed medication. Patients anxiety attack was not device related.